Event description:
While closing a diagnostic laparoscopy with a #1 vicryl with a ct1 needle, on last stitch over on the left side the needle broke approximately three fourths to its curvature. Had a full centimeter plus needle fragment now in the subcutaneous tissue. We searched and palpated and searched and doctor could not find it. Consequently called an x-ray and they were able to pinpoint the curved needle in the subcutaneous tissue just lateral to the incision. With the help of x-ray, doctor was able to cut down on this area and find the needle and retrieve it. With the correct needle count now in place, doctor reclosed the fascia with a #1 vicryl suture. Additional x-ray performed in recovery room to confirm that needle was fully removed. No harm to patient, they are recovering well.